Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device needle or any fluid path component the following information was provided by the initial reporter. The customer stated: "dirt was found on the center of the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device needle or any fluid path component the following information was provided by the initial reporter. The customer stated: "dirt was found on the center of the needle.".

Manufacturer narrative:
H.6. Investigation summary: material #: 360211. Lot/batch #: 1159760. Bd received one (1) customer returned sample and seven (7) photos for investigation. Bd evaluated the returned sample and observed the indicated failure mode for foreign matter. The photos were reviewed and the indicated failure mode of foreign matter was also observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on returns and photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.